Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was giving an "error 8 code" when used with the drill. The reporter stated that they powered the device and the drill off and on several times but received the same code. The device was being used during a ent mastoid case. There was a delay of approximately 10 minutes while they switched out systems. There were no injuries or medical intervention reported. There was no additional information provided.